Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose level was 206 mg/dl at the time of incident. The insulin pump will be returned for analysis.